Event description:
The customer contact reported air in the tubing set. The primary tubing set was being used to deliver an unspecified concentration of "ennoblin", at an unspecified rate, via a plum pump. At an unspecified time, it was reported that after the tubing set was loaded into the pump, the pump alarmed, "pump does not recognize cassette." The customer contact indicated that the tubing set had been connected to the pt. No specific details were provided. The customer contact reported that 20-25 mins after the delivery was started, the pump alarmed for an unspecified alarm. After an unspecified length of time, the pump was replaced and the delivery was restarted using the same tubing set. After an unspecified length of time, it was reported that the replacement pump again alarmed with the same unspecified alarm. At this time, the nurse noted an unspecified volume of air in an unspecified location of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported air in the tubing set were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.